Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant of the implantable cardioverter defibrillator (ICD), the physician tightened the atrial port and removed the grommet. The physician was unable to put the grommet back in. The device remains in use. No patient complications have been reported as a result of this event.